Event description:
Pt was revised to address shoulder dislocation. The humeral head was changed, but not the other components.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Review of the as400 system show that seven other devices from both of the reported lots have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info states the surgeon changed the head size and left all the other implants in place. The investigation could not verify or identify any product contribution to the reported event with the info provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.